Manufacturer narrative:
On (B)(6) 2018 product investigation results: reporter returned toothbrush head on (B)(6) 2018. Product return was received and investigated. Investigation results showed that complaint was caused by a breakage due to an effect of force because of consumer handling.

Event description:
Consumer sent e-mail stating toothbrush head cracked. No injury was reported.